Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report by a physician from (B)(6) of acute enterocolitis, peritonitis, intestinal perforation, and fatal sepsis in a patient coincident with dianeal pd-2, 1.5% twin bag and extraneal pd2, 7.5% twin bag for peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient began treatment with dianeal pd-2, 1.5% twin bag (1500 ml x 9/1 week, ip, lot number not reported) therapy intraperitoneally (ip) for renal failure chronic. On an unreported date in (B)(6) 2011, the patient also started extraneal twinbag (1500 ml x 6/1 week, ip, lot number not reported). Dianeal and extraneal therapies were ongoing until the time of death. As reported by the physician, on (B)(6) 2012, the patient experienced pyrexia and diarrhea. On (B)(6) 2012, the patient was hospitalized for the events and was diagnosed with acute enterocolitis manifested by pyrexia and diarrhea. The patient was treated with unspecified medications for the pyrexia and diarrhea. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient experienced an intestinal perforation caused by acute enterocolitis. The patient was treated with unspecified antibiotics intraperitoneally, for the peritonitis and intestinal perforation. Concomitant medications were not reported. The physician stated, on (B)(6) 2012, the patient died due to sepsis (onset date and treatment was not reported). It was not reported if an autopsy was performed. Per the physician the cause of the acute enterocolitis, peritonitis, intestinal perforation, and fatal sepsis was not related to a baxter device or solution. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discards supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this condition of peritonitis - no malfunction or use error was not confirmed, as the disposable set was not returned to baxter. There was no lot number given and no issues and no deviations from standard procedure were reported. The patient experienced peritonitis enterocolitis, peritonitis, intestinal perforation and fatal sepsis, which led to their death. The investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the condition is not confirmed and the assignable cause is determined, as no device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.